Manufacturer narrative:
(B)(4): the pump has been returned to the MFR for analysis. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that the pt was admitted to the hospital with high fever and "extremely increased spasticity." The pump was in "minimum rate" while it was running normally on simple continuous (1015 mcg/day). The pump was reprogrammed; a few days later it was the same, the pump was again in "minimum rate." The pump was reprogrammed several times within a few days. On (B)(6) 2011, the pump was interrogated; it was noted that a "pump in safe state" reset had occurred. Several motor stalls were also noted in the pump logs. The pump was reprogrammed. A "reset occurred - low battery" message was noted several times in the logs. The elective replacement indicator (eri) was at 45 months. The pump was replaced. The pt was supplemented with oral medications. The medication being delivered via the device was lioresal 2000 mcg/ml at 1050 mcg/day on simple continuous infusion mode.